Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was selected for percutaneous coronary intervention. However, during preparation, while removing the stylet with extreme force, the shaft broke. An alternative device was used to complete the procedure, and there were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was selected for percutaneous coronary intervention. However, during preparation, while removing the stylet with extreme force, the shaft broke. An alternative device was used to complete the procedure, and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed that there was contrast in the inflation lumen and the balloon was tightly folded. At 3mm distal to the bicomponent weld, for a length of 1mm, the guidewire lumen was prolapsed and punctured. Further testing was not performed as the damage present would prevent the wire from advancing and would likely cause further device damage.